Event description:
The customer reported that while the panorama central station was in use monitoring patients along with bedside monitors and ambulatory telepacks, the central station display turned blue. No pt injury was reported.

Manufacturer narrative:
Pt monitoring service worked with a third party service rep, who rebooted the system to restore normal operation. Monitoring was continued. The following day, the customer reported that there were no pt waveforms on the screen. The third party service rep went to the site again and found that the screen was frozen. He rebooted the system and monitoring was continued. The system has not had any further problems since these events, which occurred in (B)(6).